Manufacturer narrative:
Philips service replaced the flat detector and niobe power supply, calibrated the system, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that artifacts were observed due to flat detector and power supply issues on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.